Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device 1). The patients attorney made no allegations related to the bard/davol ventralight st. Note: not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2018 and/or (B)(6) 2017 the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 1) and/or an unspecified bard/davol ventralight st. As reported, the patient is only making a claim for an adverse patient outcome against the perfix plug (device 1). As alleged, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿